Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7750087, 510k # k070742 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior fusion at occipital ¿ t2. Approximately 10 months post-op the patient underwent a revision surgery due to the rods fracturing bilaterally. The rods fractured in the occipital to cervical region. No additional patient complications were reported.